Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, g.2, h.6

Event description:
Patient reported "right side deflation". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. The device remains implanted.